Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional info.

Event description:
It was reported that a pt underwent spinal procedure using rods. It was discovered on x-ray that the pt has a broken rod. Revision surgery is scheduled.